Manufacturer narrative:
(B)(4). The patient re-used single-use supplies; they did not replace the cassette when new bags were set up. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient re-used single use supplies during fill one of peritoneal dialysis therapy. The patient stated that they changed out the heater bag, but not the homechoice cassette. The technical service representative explained the proper procedure to the patient and advised them to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.